Event description:
It was reported there was a problem with the nevro ipg ("not working"). Pt has ipg replacement scheduled tomorrow. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).